Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient's trial started on (B)(6) 2023. It was reported that the patient has pain. The issue is ongoing. Additional information was received from the patient. It was reported that the patient has worsening baseline symptoms of urge incontinence and non-obstructive urinary retention. The patient stated they started leaking urine which never happened before the procedure. On (B)(6) 2023, the patient stated they were in a lot of pain and it was hard to sleep last night. On (B)(6) 2023, the patient stated the device batteries must have stopped working during the evaluation as their symptoms got really bad so they changed the batteries. On (B)(6) 2023, the patient reported they are having an allergic reaction to the tape.